Event description:
It was reported that the existing catheter was unable to be aspirated due to a catheter fracture. The pt also had a large seroma over the pump pocket site. The pump segment of the catheter was replaced. The pt was doing "very well" with no accumulation of fluid; the pt had a return of therapy post procedure. The medication in the pump was dilaudid.

Manufacturer narrative:
(B)(4).